Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged causing high capture thresholds. An x-ray was taken which confirmed the dislodgment. Surgical intervention was performed to reposition this lead which remains implanted and in service. No additional adverse patient effects were reported.